Event description:
The customer reported being hospitalized over the weekend for diabetes ketoacidosis and high blood glucose of 453mg/dl. The caller stated that the doctor removed the infusion set and the cannula was bent; she was not getting insulin and the insulin pump did not alarm. The customer experienced nausea and vomiting, tiredness, and thirst. Troubleshooting was performed, and the time, date, basal rates and bolus wizard were correct. Reviewed the alarm history and found low reservoir and low battery alarm. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.